Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to a root canal therapy for teeth; however, this was not confirmed and will be reported as unknown. On an unreported date, the patient was hospitalized for the peritonitis and was treated with "several" unspecified drugs (no further details reported) for the event. Pd therapy was continued during the hospitalization and treatment. On an unreported date, the patient was discharged from hospital after the peritonitis event "improved". Two months after event onset, the peritonitis event "aggravated" and the patient was hospitalized again. The patient was treated with uremic clearance granule, rifampin, heparin sodium and other anti-inflammatory drugs (no further details reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow up.